Event description:
Medtronic received information that during use of an act plus instrument, it was reported that there was a possible deviation in the test results. The use of the instrument was unknown. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no error code associated with this issue observed and no test results were obtained. Medtronic received additional information that the service technician cleaned the actuator and returned the instrument to the customer unrepaired, as the price quotation was not approved. No further action required.

Manufacturer narrative:
Device evaluation summary: the reported deviation in the test results was not verified during service. During preliminary analysis the instrument passed the test with acttrack. The service technician cleaned the actuator and returned the instrument to the customer unrepaired, as the customer rejected the quotation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.